Event description:
After outer wrapping was removed during surgery, it was noted that the inner wrapper was slightly opened. Dr would not use implant. Back-up implant from loaner was opened without incident and implanted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.